Event description:
Foreign matter (white thread-like object) was noted. The device was used with ji-2000. There were no surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the tubing set was returned unopened and in the original packaging. Product code is 80-1189 (malis tubing set). The lot code provided was 488053. Upon review of the returned device (opening the package), the white thread-like object was actually a slight crease in the inner plastic bag and not foreign debris. The integrity of the inner bag is still intact (i.e. No holes or tears). Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.